Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years and four months post deployment, the patient was scheduled for filter removal. The filter was successfully removed, however two limbs were missing. Fluoroscopy of the heart showed another limb appearing adherent to the right atrium. A CT abdomen performed on the same day showed at least three linear metallic fragments within the right atrium/right ventricle and two of these crossing the tricuspid valve. Therefore, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: precautions: retrieve the g2x filter using an intravascular snare or a recovery cone removal system only. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated the ivc. It was further reported that two limbs detached and were in the infrarenal ivc and right atrium. The filter was removed percutaneously. The detached limbs were retrieved; however, during retrieval the detached limb in the ivc also went to the right atrium before being successfully retrieved. The current status of the patient is unknown.